Event description:
I have been retained to represent (B)(6), regarding the removal of his oxygen tanks. (B)(6) is totally dependent on oxygen and requires its use at all times. (B)(6) had been receiving his oxygen tanks from lincare, inc for approx seven yrs. I have been advised on (B)(6), 2010, lincare, inc removed eight e tanks and one 125 lb liquid oxygen tank, from (B)(6) residence without his authorization or consent. He requires the tanks if he is required to, or wishes to, leave his home, or if there is a power failure. I have been advised that (B)(6) was without his normal portable supply of oxygen for twenty-one days. Because of the absence of a portable supply of oxygen, (B)(6) was unable to leave his home for those twenty-one days. Further, this created a grave risk to (B)(6) in the event that his power failed during this time or he was required to leave his home. He did not receive replacement oxygen tanks until (B)(6), 2010, when (B)(6) pt delivered replacement tanks. I am further advised that within the past yrs, (B)(4), of lincare, inc. Advised (B)(6) son, (B)(6) that he would be required to assist the delivery person in carrying the 125 lb liquid oxygen tank upstairs. (B)(6) contacted the manager of lincare, (B)(4), who confirmed this arrangement. On (B)(6), 2010, (B)(6) advised (B)(4) that he could no longer assist in carrying that tank. (B)(4) said he was going to call (B)(4) and thereupon left the apartment. (B)(6) then re-entered the premises and removed the 125 lb liquid oxygen tank and the eight e tanks. Apparently refusing to deliver the tanks upstairs unless (B)(6) son assisted him. It appears highly inappropriate for lincare to request (B)(6) son to assist in carrying the liquid oxygen tank. Lincare was contracted to supply these items and deliver them to the premises, which it had done until late 2010. There should be no request to have any residents assist in carrying these items. Lincare should supply adequate personnel to fulfill its obligations under its delivery agreement. Further, the removal of the oxygen tanks, upon which (B)(6) relies to sustain his life, without a substitute supply in place, created a grave risk to your customer. This will be reported to the (B)(6) hlth dept and the united states FDA. Please have someone from your liability dept or your liability insurance carrier contact me to discuss this claim further. Thank you for your attention to this matter. Very truly yours, (B)(6).